Event description:
It was reported the subject device had no image. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e216 (scope communication error) occurs due to a failure in the imaging section. It is thought that the imaging device was damaged by physical stress applied to the curved part, causing the event to occur. Olympus will continue to monitor field performance for this device.